Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The procedure treated the 80% stenosed target lesion located in the mildly tortuous and severely calcified left external iliac artery. After pre-dilation, a 6.0 x 40 x 75 cm express stent was advanced for treatment but met resistance. The device was then pulled back into the sheath and removed so that additional ballooning could be performed. Upon removal, it was noted that stent damage occurred and the stent had moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The procedure treated the 80% stenosed target lesion located in the mildly tortuous and severely calcified left external iliac artery. After pre-dilation, a 6.0x40x75cm express stent was advanced for treatment but met resistance. The device was then pulled back into the sheath and removed so that additional ballooning could be performed. Upon removal, it was noted that stent damage occurred and the stent had moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the stent had moved on the balloon by approximately 5mm in a distal direction. One of the distal stent struts was noted to be damaged. A visual and tactile examination of the shaft of the device noted a kink at approximately 230mm distal to the strain relief. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).